Event description:
The patient initially called to report a check patient line (B)(4). The patient reported at that time she had an infection. The home patient (hp) stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated she discarded the sample and did not know the lot number. During a follow up call by product surveillance, the nurse confirmed the patient had peritonitis. The nurse stated the home patient (hp) was diagnosed with peritonitis on (B)(6) 2010. The hp was not hospitalized and there was no exit site infection. The pd effluent was analyzed on (B)(6) 2010 prior to the start of antibiotic treatment and a cell count was performed. The white blood cell count was 1600. A gram stain was performed and was positive for cocci. A peritoneal dialysis (pd) effluent culture was performed and staphylococcus epi was identified. The hp was treated with unknown antibiotics for an unknown length of therapy. The cause of the peritonitis was unknown. The hp has recovered. The nurse stated the peritonitis was not related to any baxter pd solutions or any baxter devices.

Manufacturer narrative:
(B)(4). The sample was not returned therefore an evaluation was not performed.